Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an rf ablation procedure on (B)(6) 2020 wherein surgery mode was not turned on. A manufacturer representative will meet with the patient to assess the system.

Manufacturer narrative:
No remedial action type as this report is no longer part of the fsca. Fsca number removed as this report is no longer part of the fsca 1627487/06/02/2017/001-c. Patient weight added. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that a manufacturer representative met with the patient was able to recover the ipg through troubleshooting, restoring effective therapy to the patient.